Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to deep vein thrombosis (dvt) and recurrent pulmonary embolism (pe) while on coumadin, followed by retrieval attempts on (B)(6) 2019. Patient is alleging migration, vena cava/organ perforation, fracture, open removal procedure, and multiple percutaneous removal procedures. The patient further alleges "the filter implanted in my body fractured, with one piece perforating the right ventricle of my heart and a second piece perforating my left hepatic vein. Three struts of the filter perforated my vena cava, one of which perforated my duodenum. Due to the filter¿s failure I underwent three procedures to have the various pieces of the filter removed. The first removal attempt used a complex retrieval procedure that successfully removed part of the filter, but not the fractured tines in the right ventricle of my heart and on my hepatic vein. The second procedure included an open heart surgery that retrieved the strut fragment in the right ventricle of my heart. The third procedure intended to remove the fractured tine perforating my left hepatic vein, but this was unsuccessful, and this fragment remains in my body. I live with the anxiety of having a filter fragment that could further injure adjacent organs, but that cannot be retrieved without a serious surgery." Report from CT (computed tomography): "the suprarenal ivc is widely patent. There is a cook celect infra renal ivc filter in place with severe right anterolateral tilting of the apex and penetration of 3 struts outside of the ivc, one of which abuts or extends into the duodenum. One of the ivc filter struts is not present, with two linear metallic fragments located in the liver and right ventricle. There is a small amount of eccentric thrombus in the ivc along the left inferolateral margin of the ivc filter. The ivc is otherwise widely patent. The right iliac and visualized lower extremity veins are widely patent. Postoperative changes of stent placement in the left common iliac vein extending into the central left external iliac vein. The stents are patent with a small amount of eccentric thrombus. The left internal iliac vein is widely patent. Large amount of expansile occlusive thrombus in the left common femoral vein extending into the peripheral external iliac vein and great saphenous, femoral, and deep femoral veins in the proximal thigh. Moderate subcutaneous edema in the medial left proximal thigh. The visualized left great saphenous and femoral veins otherwise appear patent. Linear metallic density in the peripheral left hepatic vein likely represents a fractured strut of the ivc filter within the left hepatic vein." Retrieval report (successful): "the patient has a fractured ivc filter with one fractured tine which also fractured one portion in the hepatic vein and one in the apex of the right ventricle." "The fractured ivc filter had minimal thrombus. Using an endobronchial forceps, the hook on the filter was dissected from the wall of the inferior vena cava under fluoroscopic visualization. The hook was then captured and the filter was pulled through the introducer sheath and removed. There were 11 tines accounted for. The 12th fractured tine was known prior to the procedure." "...we decided to attempt retrieval of the fractured tine from the right ventricle." "However, it became clear that we were uncertain whether the through-and-through wire access was across just the tine or perhaps a cardiac structure such as a chordae tendineae of the tricuspid valve. Therefore, despite the fact that we had captured the tine we felt it was unsafe to proceed with endovascular removal. Therefore, we aborted and the patient went on to have open heart surgery with cardiopulmonary bypass, dictated separately." "The fractured ivc filter removed in its entirety. One portion of the fractured tine was in the hepatic vein and the second in the right ventricular apex which was removed with open heart surgery." Strut retrieval report (attempted): "multiple attempts were made to engage the strut with 4 mm and 2 mm gooseneck snares, though these attempts were unsuccessful. Following almost 40 minutes of fluoroscopy time, decision was made to terminate the procedure." "1. Fractured ivc filter strut in a branch of the left hepatic vein. 2. Attempted retrieval of the ivc filter strut in the left hepatic vein which was unsuccessful due to the strut being embedded into the vein."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment, dvt/thrombus, migration, tilt, anxiety. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture (retained strut fragment), right ventricle/ left hepatic vein perforation, difficult/ inability to retrieve, open heart surgery with cardiopulmonary bypass/ multiple procedures to remove filter fragments filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported open heart surgery with cardiopulmonary bypass and multiple procedures to remove filter fragments are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog # and lot # are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2008 and the filter subsequently fractured, with one piece perforating the right ventricle of the patient's heart and a second piece perforating the patient's left hepatic vein. Due to the filter's failure, the patient underwent 3 procedures to have the various filter pieces removed. The first removal attempt used a complex retrieval procedure that successfully removed part of the filter, but not the fractured tines in the right ventricle of the patient's heart or the hepatic vein. As a result, the patient underwent open heart surgery with cardiopulmonary bypass that successfully retrieved the strut fragment perforating the right ventricle of the patient's heart. The patient later underwent a 3rd procedure to remove the fractured tine perforating the left hepatic vein. The procedure was unsuccessful, and this strut fragment remains in the patient's hepatic vein. Hospital and medical records have been requested, but not yet provided.

Event description:
Per a 20mar2019, venogram: "a majority of the femoral vein was patent there was an occlusion of a left common femoral vein which was traversed with a catheter and bentson guidewire. A left iliofemoral venogram was performed which demonstrated some mural thrombus within the iliac vein stents, but there was good flow and it was widely patent. Small amount of thrombus in and around the ivc filter." "Findings: 1. Thrombosed let popliteal vein by ultrasound. An image obtained during ultrasound-guided needle puncture was saved and stored to pacs. 2. Nonocclusive thrombus in the distal left femoral vein and above-knee popliteal vein. There is acute-on-chronic thrombus in the left common femoral vein with filling of the left common iliac vein via collaterals. The left iliac vein stents are patent with minimal mural thrombus. Better appreciated on recent CT is the fact that the central portion of the stent does not extend into the inferior vena cava. 3. Following pulse-spray thrombolysis and balloon angioplasty there was improved angiographic appearance of the left lower extremity, including the common femoral vein. However, chronic narrowing remained with prominent collaterals." Per a 21mar2019, report from CT (computed tomography): "foreign body (ivc filter strut): there is a strut that is embolized to the right ventricle. The strut is cylindrical, 17 mm in length and a diameter of 2 mm. The strut is lodged at the right ventricular apex. It extends from the apical septum to the right ventricular mid to apical free wall but is not through the right ventricular free wall. The apical septum is 4 mm in width and the strut is 1 mm in to the septum. Using dynamic assessment, the strut is relatively still but does abut on each beat into both septum and right ventricular free wall." "Findings: no central pulmonary emboli are seen." Per a 23apr2019, report from CT: "findings: interval median sternotomy, and removal of the previously seen filter strut from the heart". "An ivc filter strut is seen within the peripheral left hepatic vein, in unchanged position peripherally within the liver. The hepatic veins and portal veins are patent." "Interval removal of an infrarenal ivc filter with mild contour irregularity of the ivc in this location." "There does appear to be thrombus, however, within the posterior tibial vein, popliteal vein and there may be residual thrombi within the femoral vein." Per a 16jul2019, report from CT: "the ivc is widely patent. The right iliac veins are widely patent. Postoperative changes stent placement in the left common external iliac veins. The stents are patent with areas of mild instent restenosis. Evaluation of the bilateral lower extremity deep veins is limited due to contrast timing, though no evidence of expansile changes to suggest acute dvt. Multiple varicosities in the left leg about the great saphenous vein suggestive of underlying venous insufficiency. The hepatic, portal, and renal veins are widely patent. Again seen is a metal strut in the peripheral left hepatic vein from patient's prior fractured ivc filter."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, and h6. Additional information: investigation investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.